Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis and bell's palsy. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced depression ("depression"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and groin pain ("groin pain"). In (B)(6) 2004, the patient experienced alopecia ("hair thinning/ hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer, heavier periods"), allergy to metals ("nickel allergy"), rubber sensitivity ("latex allergy"), bladder disorder ("bladder or problems or changes"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux") and breast tenderness ("tenderness breast"). In (B)(6) 2004, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("mustache growth"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, hirsutism, allergy to metals, rubber sensitivity, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, weight increased, abdominal pain, groin pain and breast tenderness outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, groin pain, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: evaluate fallopian tube occlusion, current weight: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Added suspect drug indication. Added events hormonal changes describe: hair thinning/ hair loss, mustache growth, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, type: nickel, latex, infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, gastrointestinal or digestive system condition type: acid reflux, weight gain / loss, specify which one: weight gain and abdominal pain. Updated events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12256703-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis and bell's palsy. Concomitant products included eletriptan hydrobromide (relpax). In (B)(6).2004, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), groin pain ("groin pain") and cystitis ("bladder infections"). On (B)(6). 2004, the patient had essure (ess205) inserted. In (B)(6).2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer, heavier periods"), allergy to metals ("nickel allergy"), rubber sensitivity ("latex allergy"), bladder disorder ("bladder or problems or changes"), migraine ("migraines/ headache"), headache ("headaches/migraines"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux") and breast tenderness ("tenderness breast"). In (B)(6).2004, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In (B)(6).2012, the patient experienced alopecia ("hair thinning/ hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("mustache growth"), feeling guilty ("guilt, lead to divorce") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy on date 12-oct-2012). Essure (ess205) was removed on (B)(6). 2012. At the time of the report, the pelvic pain, alopecia, hirsutism, allergy to metals, rubber sensitivity, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, weight increased, abdominal pain, groin pain, breast tenderness, cystitis, feeling guilty and hypersensitivity outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, gastrooesophageal reflux disease, groin pain, headache, hirsutism, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6). 2004: total bilateral occlusion. Current weight: 295 lbs most recent follow-up information incorporated above includes: on (B)(6). 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12256703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis and bell's palsy. Concomitant products included eletriptan hydrobromide (relpax). In (B)(6) 2004, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), groin pain ("groin pain") and cystitis ("bladder infections"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer, heavier periods"), allergy to metals ("nickel allergy"), rubber sensitivity ("latex allergy"), bladder disorder ("bladder or problems or changes"), migraine ("migraines/ headache"), headache ("headaches/migraines"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux") and breast tenderness ("tenderness breast"). In (B)(6) 2004, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair thinning/ hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("mustache growth"), feeling guilty ("guilt, lead to divorce") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy on date (B)(6) 2012). Essure (ess205) was removed on 10-oct-2012. At the time of the report, the pelvic pain, alopecia, hirsutism, allergy to metals, rubber sensitivity, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, weight increased, abdominal pain, groin pain, breast tenderness, cystitis, feeling guilty and hypersensitivity outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, gastrooesophageal reflux disease, groin pain, headache, hirsutism, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Current weight: 295 lbs . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Lot number, concomitant drug was added. Date of insertion, date of removal, lab data was updated. Added event bladder infection, guilt lead to divorce and hypersensitivity. Updated onset date of events urinary tract infection, vaginal infection, vaginal discharge,nausea, fatigue. Essure start stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (ess205) (batch no. 12256703-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, antinuclear antibody positive, alpha 1 foetoprotein increased, gestational diabetes, trauma and ankle injury. *current weight: 295 lbs. Concurrent conditions included overweight, endometriosis and bell's palsy. Concomitant products included eletriptan hydrobromide (relpax), oxymetazoline hydrochloride (claritin allergic) since 2014 and salbutamol since 2012. In july 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer, heavier periods"), urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) type: uti"), vaginal infection ("vaginal infection"), depression ("depression"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), groin pain ("groin pain") and cystitis ("bladder infections / infection (bladder / urinary tract / vaginal) type: bladder"). On (B)(6) 2004, the patient had essure (ess205) inserted. In august 2004, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type: nickel sensitivity"), rubber sensitivity ("latex allergy"), bladder disorder ("bladder or problems or changes"), migraine ("migraines/ headache"), headache ("headaches/migraines"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux") and breast tenderness ("tenderness breast"). In september 2004, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 8 years 2 months after insertion of essure (ess205). In december 2012, the patient experienced alopecia ("hair thinning/ hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("mustache growth"), feeling guilty ("guilt, lead to divorce") and hypersensitivity ("hypersensitivity"). The patient was treated with norethisterone (mini-pill), pantoprazole sodium sesquihydrate (pantyl) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, hirsutism, allergy to metals, rubber sensitivity, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, weight increased, abdominal pain, groin pain, breast tenderness, cystitis, feeling guilty, hypersensitivity, uterine enlargement and endometriosis outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling guilty, gastrooesophageal reflux disease, groin pain, headache, hirsutism, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: both coils are visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion.; on (B)(6) 2004: total bilateral occlusion both coils are visible; great placement location; both tubes are completely blocked; everything looks good. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received. New reporter added. Events added from pfs- reproductive system disorder or condition type of disorder or condition: enlarged uterus, endometriosis. Medical history, concomitant and treatment drug, lab data were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.